Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump would not power on. The patient reported the battery cap was secure, there was no damage to the battery cap or battery compartment, and she had replaced the battery. Troubleshooting revealed the battery cap o-ring was visible, however, the patient claimed she was able to securely tighten the cap. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed power on resets recorded in the black box. The pump was returned for investigation with visible moisture in the display lens. On testing, the pump powered on normally. On examination, there was no evidence of damage to the battery compartment or battery cap. The battery cap that was returned with the pump for investigation was able to be securely tightened to the pump. The pump was exercised for 24 hours using the returned battery cap without any power interruptions. A leak test was performed and revealed a leak in the case seal on the back of the pump. The pump cover was removed for investigation and revealed moisture in the pump's interior.